Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Customer reported cap survey too high. Customer made a dilution 10ul to 2ml too low. Added cells to dilution. Area finally 607 and it ran. Customer was wondering if anyone reported an issue with this sample. The most probable cause of the reported event was an operator error.

Event description:
On (B)(6) 2016, the customer reported cap survey too high with their hlc-723g8 analyzer. Customer reported that they ran sample straight and the results were too high. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.